Manufacturer narrative:
(B)(4). Concomitant medical products 00801803202 61996781 femoral head sterile product do not resterilize 12/14 taper; 00620205022 62021315 shell porous with cluster holes 50 mm; 00631005032 62006277 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00857.

Event description:
It was reported that patient underwent a hip arthroplasty and was revised due to aseptic failure, corrosion, and osteolysis approximately 6 years post operatively. No additional patient consequences were reported. Attempts have been made and no further information has been provided.